Event description:
Reporter indicated via clinic notes received to the manufacturer that a vns pt had experienced a stroke on (B)(6) 2009. The vns was turned off from (B)(6) 2009 to (B)(6) 2009. Follow up with the reporter revealed the etiology of the stroke was unk, but that the pt was a 3 pack-a-day smoker. The relationship of the vns to the stroke event was unk. No interventions were performed for the stroke.